Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
We had a 20 x16 sx5 break at the weld. Is this chair still under warranty. It is serial number (B)(4). Also sent 3 photos of the break. No other information provided.